Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.